Manufacturer narrative:
This device was explanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited elective replacement indicator (eri). A review of the device data by engineering confirmed that the power consumption of this device was higher then expected and premature battery depletion was confirmed. The device was explanted. No additional adverse patient effects were reported.